Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of perforation ("organ perforation") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2923 days after essure insertion, she experienced perforation (seriousness criteria medically important and intervention required). At an unknown time, she experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2022. The reporter considered dyspareunia, pelvic pain and perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Organ perforation [perforation of organ] . Pelvic pain [pelvic pain female] . Dyspareunia [dyspareunia] . Malpositioned essure devices [device dislocation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of perforation ("organ perforation") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of postmenopausal bleeding, heavy periods, bloating and headache. Previously administered products included: mirena and depo provera. Past adverse reactions to the above products included: cramping with mirena. As concurrent condition the report mentioned stress urinary incontinence. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia") and device dislocation ("malpositioned essure devices"). On (B)(6) 2022, 2923 days after essure insertion, she experienced perforation (seriousness criteria medically important and intervention required). Essure was removed the same day.the patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy a bladder sling and c). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation, dyspareunia, pelvic pain and perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2022: uterus sounded to 9.5 cm. Anteverted. Laparoscopic findings include very dilated colon. Uterus normal in contour with bilateral ovaries normal in appearance and small 1 cm cyst of ovary on left. Bilateral fallopian tubes appeared normal. However, essure device on right was visualized starting to poke out of cornual region in isthmic portion of fallopian tube [hysterosalpingogram] on(B)(6) 2014: not available [pregnancy test urine] (date unknown): negative [ultrasound scan] (date unknown): essure devices were extending into the endometrium/uterine cavity and extending to just above the cervical os. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 03-mar-2025: medical record received. New event device dislocation was added. Lab data added. Additional reporters were added. Medical history added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of perforation ("organ perforation") in a 54 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2923 days after essure insertion, she experienced perforation (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain ("pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal). The reporter considered dyspareunia, pelvic pain and perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.